Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 359.218. Lot: l526824. Manufacturing site: hägendorf. Release to warehouse date: 20.dec.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the returned combined hammer has a lot of hammer blows and wear marks all over on the surface. No other issues were identified with the returned components of the device. Summary: the complaint condition is confirmed due to the condition of the device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil. Selected flow: damage. Visual inspection: the complete inserter is in a heavily used condition. There are clearly visible marks of excessive hammer blows all over. The jaw is movable and can be opened/ closed with normal force. No other issues were identified with the returned components of the device. Summary the complaint condition is supported by the condition of the received device as well as per received pictures at pc-level. The device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date is unknown. Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the jaw of the inserter has seized and will not open. It was also mentioned that the thread of the hammer guide has worn damaged and will not screw into the thread of the inserter. There were no surgical delay and no patient consequence reported. Surgical outcome was unknown. This report is for one (1) hammer guide for ti elastic nails this is report 2 of 2 for complaint (B)(4).